Event description:
The customer received a blood glucose reading of 65mg/dl on the contour next link. She felt light-headed, weak and hungry, so she ate some sugar. She then went to the lab for a blood glucose test. The reading was 42mg/dl. A new meter was sent to the customer. The test strips were not expected to be returned for evaluation.